Event description:
Prior to the start of a procedure, as the pt was being transferred from the gurney to the table, the table went into a right tilt, almost causing the pt to fall. Pt was restrained by the staff. No injuries to pt or staff.